Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine via an implantable pump for intractable spasticity. It was reported that a pump alarm was heard. The code 8476 regarding motor stall was seen via the personal therapy manager (ptm). The patient was considering contacting their healthcare provider (hcp) to have them check the pump and confirm it was stalled. The patient was to follow-up with their hcp. On 2016-03-21 a company representative further reported additional information received via a healthcare provider (hcp). A motor stall was seen at initial interrogation. The pump status and/or event log indicated motor stall occurred. Multiple motor stalls and recoveries were seen; the stalls began on (B)(6) 2016 and a hard stall with no recovery occurred on (B)(6) 2016. A stopped pump period may exceed tube set message was noted. The patient did not have an MRI performed. The pump was noted to be likely replaced and returned to the manufacturer. The pump administered morphine (compounded) with concentration 500 mcg/ml at a dose rate of ¿102.46¿. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 17-apr-2017 provided the patient's weight of (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the motor stalls occurred as follows: stall on (B)(6) 2016 at 05:35 with recovery same day 07:37; stall on (B)(6) 2016 at 12:23 with recovery same date 12:51; stall (B)(6) 2016 at 20:43 with recovery the same date at 21:49; stall (B)(6) 2016 at 13:14 with recovery same day at 13:22; stall (B)(6) 2016 at 20:22 with recovery same day at 21:38; stall on (B)(6) 2016 at 04:32 with no recovery noted. Next entry on log ((B)(6) 2016 at 04:32) states "stopped pump period may exceed tube set." The patient noted she had hyperbaric oxygen chamber treatment in the hospital in (B)(6) 2016 (not previously reported to site). The interventions were noted as therapy suspended on (B)(6) 2016. The outcome of the event was noted as ongoing. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. The pump was delivering lioresal (500 mcg/ml at 102.46 mcg/day) and morphine (500 mcg/ml at 102.46 mcg/day). The patient had no concomitant drugs listed on the medication log. The patient's relevant medical history included pain, spasticity, lower paraplegia, spinal cord injury, kidney removal, diabetes mellitus, spine fracture t4-t5, (B)(6), htn (hypertension), gerd (gastroesophageal reflux disease), and bi-polar disorder. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2017-mar-07. It was reported that it appeared that the patient underwent some hyperbaric chamber treatment while hospitalized in (B)(6) 2016 of which the site was not aware. It was indicated that it was unclear as to why the patient¿s intrathecal pump was alarming. It was noted that oral baclofen was increased to 20 mg four times a day but it was unknown if there were any other medications added or increased as the physician at the nursing home where the patient resided was managing their oral pain medication. Further information was received from a consumer on (B)(6) 2016. It was reported that the pump was alarming last week from (B)(6) 2017 and confirmed that it sounded like the critical alarm. It was noted that the patient thought the pump had gone off and the previously reported issues of motor stalls and pump not delivering medication were mentioned. It was stated that they eventually stopped refilling the pump and the patient thought it was turned off. It was indicate that the patient had spoken with the hcp who told the patient to contact the manufacturer. The current drugs in the pump were reported to be baclofen and morphine at unknown concentrations and doses. No symptoms were reported. Additional information was received from an hcp on 2017-mar-22. It was reported that the pump status and event log reported motor stall occurred and that there were multiple motor stalls and recoveries. There were no symptoms mentioned with this report. It was noted that they planned to program the pump off tomorrow (B)(6) 2017. The current drugs in the pump were reported to be baclofen [500 mcg/ml] at a dose of 2.97 mcg/day and morphine [500 mcg/ml] at a dose of 2.97 mcg/day. On (B)(6) 2017 the hcp requested the pump off code as they were programming that today. It was indicted that they would eventually have the pump explanted but the patient had an ulcer so they were going to wait until it was healed before explanting the pump. It was noted that in (B)(6) 2016 the hcp last refilled the pump and it was then programmed to minimum rate mode and they found out about the ulcer then. It was stated that the stalls first began (B)(6) 2016 and then (B)(6) 2016 and every month since (B)(6) 2016 the alarm had been going off once to twice a month with motor stalls and recoveries. It was noted that ¿2023¿ was the low reservoir alarm date and the patient was seen on friday and 16.7 ml was the reservoir volume. Information was requested on how to tell on the session report if the pump was permanently turned off. No further complications were reported.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on "2016-dec-28". It was reported that the patient had a non-healed decubitus ulcer so the planned pump replacement was postponed as of (B)(6) 2016. On (B)(6) 2016 phone communication from wound care nurse indicated that the ulcer looked the same as it did when surgery was cancelled. On (B)(6) 2016, it was noted that the ulcer was still not healed and that the patient was continuing to receive wound care and that they would hold off on replacement surgery until the ulcer was healed. Further information was received from an hcp via a manufacturer¿s representative on 2017-jan-12. Pump logs examined on (B)(6) 2015 and on 2016-dec-01 were included in the report. According to the logs examined on (B)(6) 2015, the patient had been receiving at that time lioresal [500.0 mcg/ml] at a dose of 84.63 mcg/day by simple continuous infusion. It was seen in the logs that a motor stall occurred (B)(6) 2014 and motor stall recovery occurred on (B)(6) 2014. It was reported that the patient had an office visit for follow-up on (B)(6) 2016. The patient had aching pain and cramping, the pain was characterized by tiring/exhausting, she had muscle spasms, tingling, numbness, and the description of her pain was throbbing and she was currently on disability long term. The patient had ¿posterior thoracic and a history of low back pain, as well as bilateral lower extremity pain.¿ it was indicated that the patient was last seen in the office on (B)(6) 2016, at which time it was noted that she had a decubitus blister and had been undergoing wound care for this particular ulcer for two years. The patient was continuing to undergo wound care every tuesday. It was noted that previous recommendation had been for the patient to undergo surgery for pump replacement; however, they were in contact on (B)(6) 2016 with the hcp who had been performing the patient¿s perioperative workup prior to surgery, who indicated that the patient¿s blood sugar was elevated and the patient was noted to have a urinary tract infection (uti). Additionally, it was noted that the patient had an ulcerated area to the right coccygeal/gluteal region that was a de cubitus ulcer that had previously been treated by another physician; however, this was still not yet healed and thus the plan for surgery was cancelled. The patient was currently prescribed norco 10 mg one per day, but the patient indicated that this medication regimen was not significantly controlling her pain and she had inquiries as to whether or not this office could take over prescribing her pain medication. It was also reported that the patient was hospitalized a month before (B)(6) 2016 due to sepsis. The patient indicated that she had what she described as anemia, and that when she underwent blood transfusion she had a cardiac arrest. The patient had no known drug allergies. A review of systems was done and indicated that the patient had constipation and pain localized to one or more joints. Vital signs and standard measurements were taken. The patient¿s pain level was eight overall and for her back, was nine for her legs, and four for her neck and arms. An exam done found that the patient was seated in her wheelchair, her spine was tender diffusely over the spinous process and the paraspinous musculature of her thoracolumbar spine, and she had spasticity of both lower extremities. No testing had been done since her last visit. The plan was that the patient¿s current pain medication regi me was not keeping her pain under good control and that they would review her case with another hc regarding the issue for further recommendations. The physician assessments made at the visit were chronic pain syndrome, spasms, and thoracic postlaminectomy syndrome. The pump logs examined on (B)(6) 2016 showed that the patient was currently receiving lioresal [500.0 mcg/ml] at a dose of 2.97 mcg/day and morphine [500.0 mcg/ml] at a dose of 2.97 mcg/day at minimum rate infusion. The logs also showed that on (B)(6) 2016 at 13:38 and active audible alarm was silenced, on (B)(6) 2016 at 00:55 a motor stall recovery occurred, (B)(6) 2016 at 14:34 motor stall occurred with (B)(6) 2016 at 02:33 motor stall recovery occurred, (B)(6) 2016 at 21:44 motor stall occurred with (B)(6) 2016 at 14:52 motor stall recovery occurred, (B)(6) 2016 at 16:46 motor stall occurred with (B)(6) 2016 at 09:27 motor stall recovery occurred, and (B)(6) 2016 at 16:58 motor stall occurred with (B)(6) 2016 at 10:06 motor stall recovery occurred. Per the representative¿s general note, this was a patient who had repeated motor stalls then finally no recovery and pump into safe state mode or motor state and early failure. The representative also noted that the patient had hyperbaric oxygen treatment without notifying medical staff (this was previously reported), and that the pump was never replaced or explanted due to patient ¿medical issues¿ (detailed above). The patient¿s medical history included no known drug allergies, no consumption of alcohol and not using drugs, and never a smoker. The patient was involved in a motor vehicle accident in 2006 and sustained a fracture at the t4-t5 level and subsequently underwent surgery and had t5 paraplegia (previously reported). The patient had a history of severe lower extremity spasticity that had previously responded to intrathecal lioresal. The patient had a colostomy and suprapubic catheter, history of acute decubitus ulcers requiring intermittent hospitalizations and wound care, and she had previously indicated that she had been undergoing wound care treatment for the aforementioned decubitus ulcer for two years. The patient¿s concomitant medications included colace 50 mg capsules at a dose of one capsule by oral route daily, neurontin 200 mg capsule at a dose of one capsule by oral route two times per day, trazodone 150 mg tablet at a dose of one tablet by oral route at bedtime, effexor xr 150 mg capsule extended release at a dose of one by oral route daily, clonazepam 1 mg tablet at a dose of one tablet by oral route every 12 hours, protonix 40 mg granules delayed-release packet at a dose of one by oral route daily, midodrine 5 mg tablet at a dose of one tablet by oral route three times per day, hydroxypropyl betadex (bulk) 100% powder at a dose of one by intramuscular route every month, docusate sodium 100 mg tablet at a dose of one tablet by oral route daily, depakote 500 mg tablet delayed release at a dose of two by oral route at bedtime, vitamin b12 500 mcg/folic acid 400 mcg tablet at a dose of one by oral route daily, and vitamin d3 1,000 unit capsule at a dose of one by oral route daily. The patient¿s pre-admission testing from (B)(6) 2015 to (B)(6) 2016 was reviewed and demonstrated that the patient had previously been prescribed hydrocodone/acetaminophen 10 mg/325 mg tablet regimen, previously been prescribed acetaminophen/codeine #3 tablet regimen, hydrocodone/acetaminophen 10 mg/325 mg tablet regimen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (b(6) 2017. No further complications were anticipated/reported.